Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported during implant procedure that a right atrial (ra) lead failed to capture after multiple repositioning attempts. It was also noted that patient had minor myocardial injury due to multiple repositioning attempts. The lead was not used, and a replacement was successfully implanted on (B)(6) 2024. Patient was stable.